Manufacturer narrative:
(B)(4). Device evaluation summary: complaint samples was not received for evaluation. Retain samples of incident code and lot number was retrieved for analysis. The primary packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength & needle pull test and found to meet the specification.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2018 and suture was used. During the procedure, the suture was breaking from the middle. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Investigation summary ==> we received one intact complaint sample foil pack for code nw3709 lotv6006. The foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil. The intact complaint sample foil pack was visually inspected and tested for straight pull tensile strength. Straight pull tensile strength of reference sample was found to me the requirements.